Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that while in a spinal fusion procedure, they took a 3d spin but the images were very dark. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Over-the-phone troubleshooting was preformed and it was discovered that the reported event was user induced, as the image contrast was not configured properly in the settings. Adjustment of the image contrast resolved the issue. No further issues were reported. A subsequent full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they took a 3d spin but the images were very dark. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.